Event description:
The customer tested her blood glucose using her contour meter and received readings of 200, 178, and 225 mg/dl. She retested using another meter and received readings of 107, 116, and 106 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.